Event description:
The customer reported that there are droplets at the end of the pipette tips while pipetting 50ul of positive control during the hiv-1 p 24 antigen assay. The root cause has been determined to be the software. Co protocol diskette version 2.0. Investigation has shown that the software instructs the sample handler to dispense the initial 50ul of positive control at an incorrect height. This causes a droplet to be possibly left on the end of the tip. No death or serious injury has been associated with this event.